Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received seven shocks during a four day period, the shocks appeared appropriate but only was symptomatic for one of them. Five other untreated episodes were noted. Technical services (ts) was consulted, discussed that all events appeared to be true ventricular tachycardia (vt), however, some rates were about 150 beats per minute and were treated due to oversensing of wide qrs. Technical services (ts) discussed reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.